Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. As received, the charger/modem would not power on. Upon evaluation, the power brick connector was defective. The connector pins were recessed into the connector. The cause of the recessed pins is improper assembly at the supplier. A supplier corrective action has been issued. No adverse event resulted from the defective power brick connector. The pt received a replacement battery charger.

Event description:
During servicing of a (B)(6) male pt's charger/modem, which was returned for an unrelated issue, a reportable problem was found. The charger/modem would not power on. The pt received a replacement charger/modem.